Event description:
It was reported to medical records that this lead was repaired for an unknown reason during a medtronic case. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).